Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. Dislodge events are typically not related to a device malfunction. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. However, a root cause could not be established from the information available. The report of patient expiration after the balloon aortic valvuloplasty (bav) was ascertained as being related to the procedure, specifically to the aortic annular rupture caused by the bav. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. However, no allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a native annulus with heavy calcium on the leaflets which extended into the left ventricular outflow tract (lvot), the valve was recaptured twice due to the valve moving toward the ventricle during attempted deployment. Upon a third deployment attempt, the valve was successfully implanted. Immediately following the valve implant, an echocardiogram and angiography showed moderate paravalvular leak (pvl). The physician decided to perform balloon aortic valvuloplasty (bav) and chose to use a larger balloon size than was recommended by medtronic personnel. Following the bav, an annular rupture was noted. The physician stated that the bav caused the annular rupture. Extracorporeal membrane oxygenation (ECMO) was initiated and the patient was transferred to the operating room for surgical repair. It was reported that the patient expired during the surgical procedure due to the annular rupture.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.